Event description:
It was reported that the surgeon found the device was no longer working the day after a surgical procedure. It is unknown at exactly what time the device stopped working. The patient required a second surgical procedure to remove a clot that had formed in the joint. No further information was provided. Attempts to obtain further information have been unsuccessful.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.